Manufacturer narrative:
Follow-up #1 (6/20/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/12/2013 with the following findings: the meter failed testing. There was found to be an open/shorted capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the lay user/patient in the (B)(4) contacted lifescan to report the one touch verio iq meter would not power on. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.